Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer stated that prior to use a clear liquid was seen in the barrel of the syringe around the stopper and when the plunger rod was pushed it comes out onto needle. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer stated that prior to use a clear liquid was seen in the barrel of the syringe around the stopper and when the plunger rod was pushed it comes out onto needle. Date of event : unknown. Samples : available.

Manufacturer narrative:
Additional information has been received for the following fields: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 01 feb 2022. H.6 investigation: a complaint lot history check was performed on lot # 1277401 for foreign matter in barrel. This is the 1st related complaint for foreign matter in barrel on lot # 1277401. Investigation summary: customer returned a polybag with 10 syringes labeled as being 0.3ml, 31 gauge, 8mm syringes from lot 1277401. Visual inspection of the syringes, even under magnification, did not find any foreign matter in the barrel. Additionally, compression of the plunger did not result in any fluid being expelled from the syringe. No foreign matter observed. The returned syringes did not feature any observable defects and functioned as intended. A review of the device history record was completed for batch # 1277401 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of foreign matter in the syringe. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.